Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with corneal abrasions on left (os) eye at a 1 week post-operative exam. A brief description from the surgery center discovered the corneal abrasion on os and a large epi defect 2 days after the bandage contact lens removal. The patient chief complaints were of red, burning, tearing, blurry vision on left eye at one day post op exam. The patient had commented on the symptoms getting worse. Follow up concluded that symptoms had been resolved and the corneal abrasions did not require more than one week healing. Furthermore, the surgery center indicated there was another treatment date for the right eye (od) at a different date. At a 6 day post op exam, the corneal abrasions were reported on the right eye with the same symptoms appearing with additional symptoms of pain and irritation. The surgery center stated the symptoms have not resolved for the right eye.